Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/24/2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 850 mg/dl with diabetic ketoacidosis, large ketones, abdominal pain, extreme drowsiness, blurred vision, extreme thirst, excess urination, nausea, symptoms of dehydration, shortness of breath, vomiting, and confusion. The reporter noted the patient was hospitalized and was treated with intravenous (IV) fluids and IV insulin; they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's basal history did not match the programmed basal rates. This complaint is being reported because the reported health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: the alarm history showed a low battery warning on (B)(6) 2016 at 12:37. The pump was powered off on (B)(6) 2016 at 19:34 for an unknown reason and deliveries resumed when pump was primed at (B)(6) 2016 16:26. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at the end of testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).